Event description:
Customer called to report a hospitalization due to low blood glucose. Blood glucose reading was 50 mg/dl. The customer stated the sensor did not alarm for the low blood glucose reading. The paramedics came to her but she declined transportation to the emergency room at the time. The customer was treated with intravenous drip. Customer did go to the emergency the same day due to blood glucose reading being 600 mg/dl. Customer was having a seizure when the paramedics arrived and was unresponsive. The customer stated there was big discrepancy between sensor glucose reading and blood glucose reading. Customer also mentioned having trouble using the insertion device with the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).